Event description:
Reporter initially noted occlusion during anterior vitrectomy. Additional info received noted posterior capsule was broken at end of phaco, with small amount of vitreous in anterior chamber. Vit probe didn't aspirate; tubing and connections were checked, then replaced. Case took about ninety minutes to complete; anesthetic wore off. Patient required heavy sedation without an airway. Prognosis reorted as good.